Manufacturer narrative:
Correction to field c2 d10: concomitant product therapy.

Event description:
It was reported that the patient presented with an inability to inflate their inflatable penile prosthesis (ipp) device after three years of use. The patient alleges that when trying to activate it, the device will not fill when pressing the filling pump; it is very hard and does not send the liquid. The physician suspected during a revision appointment that the patient was having difficulty manipulating the pump due to a mechanical issue related to the pump, leading to the inability to inflate the device. Patient next appointment for revision would be scheduled in the operating room for explantation of the device and implantation of a new one. The patient currently has the device implanted, and it hasn't been changed or removed. The next course of action is to remove the device and implant a new one. There were no patient complications.

Event description:
It was reported that the patient presented with an inability to inflate their inflatable penile prosthesis ipp device after three years of use. The patient alleges that when trying to activate it, the device will not fill when pressing the filling pump, it is very hard and does not send the liquid. The physician suspected during a revision appointment that the patient was having difficulty manipulating the pump due to a mechanical issue related to the pump, leading to the inability to inflate the device. Patient next appointment for revision would be scheduled in the operating room for explantation of the device and implantation of a new one. The patient currently has the device implanted, and it has not been changed or removed. The next course of action is to remove the device and implant a new one. There were no patient complications.

Event description:
It was reported that the patient presented with an inability to inflate their inflatable penile prosthesis ipp device after three years of use. The patient alleged that when trying to activate it, the device would not fill when pressing the filling pump; it was very hard and did not send the liquid. During a revision appointment, the physician suspected that the patient was having difficulty manipulating the pump due to a mechanical issue, leading to the inability to inflate the device. A revision surgery was performed in which the physician confirmed that the device would not fill when pressing the filling pump. No additional information was provided

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient presented with an inability to inflate their inflatable penile prosthesis device after three years of use. The patient alleged that when trying to activate it, the device would not fill when pressing the filling pump; it was very hard and did not send the liquid. During a revision appointment, the physician suspected that the patient was having difficulty manipulating the pump due to a mechanical issue, leading to the inability to inflate the device. A revision surgery was performed in which the physician confirmed that the pump would not fill when pressing the filling pump. The device was explanted and replaced. There were no patient complications.